Manufacturer narrative:
Clinical evaluation performed by medical affairs director: 3 years after tka the screw that secures the offset femoral stem to the articular component backed out and gave pain. Additional surgery was performed to remove the loose screw. During surgery the insert was also changed to a new one, as customary, although no problem with the inlay had been detected. The system should be able to work properly in absence of the loose screw. The cause for self-unscrewing of this particular screw is not known and is an extremely rare occurrence. According to report, a torque-limiting screwdriver was used at surgery so the possible causes of unscrewing are further reduced. No conclusion can be drawn as to the causes of this incident. Batch review performed on 18 january 2018: (B)(4).

Event description:
The patient came in complaining of pain 3 years after primary. The femoral extension stem screw had backed out. The surgeon retrieved the screw without replacing it. He also swapped the insert. The surgery was completed successfully. Dinamometric screwdriver (6nm) was used to screw it in during the primary surgery.